Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon alleged the navigation system was inaccurate. The medtronic representative noted the patient looked lower on the anteroposterior (ap) scan than on the lateral scan. The surgeon was using a probe and awl instrument and reported observing inaccuracy with both instruments. The inaccuracy was reported to be 3 millimeters to the left. It was reported the patient images were very poor quality and the patient had hard/deep anatomy. The spinous clamp had to be moved during the procedure due to metal interference in the field. The surgeon opted to complete the procedure without the use of the navigation system and opted to continue with fluoroscopy. There was a reported 30 minute delay to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to duplicate the issue and reported the system performed as intended during testing.